Event description:
On april 22, 2022, senseonics was made aware of an incident where patient reported infection at the insertion site. Insertion site did not heal, was open and pus came out. Hcp confirmed the infection and initially prescribed an antiseptic called "octenisept" to clean wound two times a day. However, the infection did not heal and the sensor was eventually removed on (B)(6) 2022.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Patient went to hcp who initially prescribed antiseptic to treat the infected area. However, the infection did not heal and the hcp decided to remove the sensor from the patient's arm. Patient was re-inserted with a new sensor to continue using eversense xl cgm system.